Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage was checked. The stop switch was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message during a case and would not function. No pt injury was reported.